Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the oxygen (o2) sensor. The ventilator passed all the required testing.

Event description:
It was reported that the patient was transferred to another ventilator due to a malfunction. The patient was not harmed as a result of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.